Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with phrenic nerve stimulation. The left ventricular lead was explanted and replaced on (B)(6) 2016. The patient was stable.